Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Physician reported rupture of the left device, pain and a capsular contracture, baker grade iii discovered by MRI and ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight, opening extended on posterior, red particles in the shell and gel and yellow biological tissue in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Physician reported rupture of the left device, pain and a capsular contracture, baker grade iii discovered by MRI and ultrasound. Device has been explanted.